Event description:
The customer reported an odd sound was heard, the ventilator powered down then the screen went blank, ventilation stopped, the ventilator did not alarm, message displayed 'restarting' and 'powered up'' while in use on a patient. The patient was removed from the ventilator and placed on a different ventilator. The customer reported there was patient involvement and no patient harm.